Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 26 oct 2018. Philip's field service engineer (fse) confirmed the reported touchscreen issue. The fse replaced the touchscreen, performed calibration and verified operation. The unit was ready for clinical use.

Event description:
The customer reported that the touchscreen was not responding to touch correctly. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 16jan2019. Date received by manufacturer: 11jan2019. Failure analysis performed by philips on the returned touch screen shows that the customer complaint of ¿touchscreen calibration failure.¿ was confirmed. The touchscreen was out of tolerance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.